Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
It was reported that intermittent cartridge alarms (alarms 20 and 30) occurred during basal delivery. The customer's blood glucose level was 164 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.